Event description:
The customer called and reported there were issues with bubbles in the reservoir and infusion set tubing after filling them. Customer's blood glucose was 387 mg/dl, but she declined to troubleshoot for high blood glucose as she felt insulin pump was working normally. Customer further declined troubleshooting for air bubbles, attributing the issues to having changed insulin brands. Customer was advised to always fill her reservoir with room temperature insulin.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.